Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the mesh was incomplete. This occurred at a cadaver lab therefore there was no patient involvement.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record for pn 00770100000 identified no repairs related to the reported event. The test mesh passed device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.